Manufacturer narrative:
The reported event of part of the sheath detaching was confirmed. The introducer sheath had been fractured in multiple locations along its length and the distal tip was detached from the sheath. The fractured tubing remained connected by the braided wires. In addition, several cracks were noted throughout the length of the sheath and the sheath tubing was a light yellow color. The damage is consistent with the product being stored outside of the shelf box and exposed to light. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported complaint is consistent with exposure to light and subsequent material degradation. The product instructions for use (IFU) warns that product should be stored in a cool, dark, dry place.

Event description:
During an atrial fibrillation procedure, the distal portion of the sheath detached in the patient. While advancing the introducer and needle to cross the interatrial septum, 4 cm of the distal tip of the sheath detached and became lodged in the patient. A snare and guidewire with coronary angioplasty balloon were used to retrieve the fragment. The tip was retrieved with no adverse consequences to the patient. An echocardiogram was used to ensure all device fragments were accounted for. The sheath was replaced and the procedure continued successfully.